Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer states that after following protocol in regards to cleaning and inserting the catheter, the catheter functions well. After approximately 10 minutes, a leak is discovered between the connector and the catheter. The customer further reports that cloride hexidien was used to clean the area and the area was completely dried prior to insertion. The catheter was not difficult to handle during insertion and was not difficult to secure. The catheter was secured using a suture around the base of the umbilical cord. The catheter was inserted (B)(6) 2013 and was inserted in the umbilical artery. The single lumen uvc was on a continuous feed with 0.5 ml saline per hour. The uvc was removed (B)(6) 2013 and was not replaced. The status of the patient is ok.

Manufacturer narrative:
Submit date: (B)(6) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.